Event description:
The customer reported pt "a" displayed in obi when pt "b" is moded up on 4ditc. User had the following pt moded up on the 4d (ID (B)(4)) however, the obi showed a previous pt that was treated earlier (ID (B)(4)). They called the manager and by the time she got there, they were selecting options on the obi and the obi workstation refreshed and eventually showed the correct pt. There was no report of injury to the pt and no pt data was provided.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction in the device. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional f/u to this MDR is expected upon completion of the investigation.